Manufacturer narrative:
The device was evaluated by a third party service center.

Event description:
The manufacturer received information alleging a ventilator's display screen was broken. There was no harm or injury reported. The ventilator was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen will be replaced to address the issue.